Event description:
It was reported the patient underwent a successful intervention of the saphenous vein graft (svg) to the right coronary artery (rca). After performing an angiogram of the left common femoral artery and determining the patient was suitable, a 6f angio-seal vip was deployed without incident. The patient presented one week later with pain and numbness in the left leg. Upon angiographic visualization, allegedly, a luminal irregularity was present at the left common femoral artery angio-seal deployment site partially occluding the distal flow. A vascular surgeon was consulted for surgical revascularization of the left common femoral. The patient underwent surgical revascularization. According to surgeon's report, the entire angio-seal was deployed in the lumen of the artery. The device was removed and the artery was patched. The patient is recovering and doing well.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The angio-seal patient information guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.